Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon burst occurred. The calcified and severely tortuous 99% stenosed target lesion was located in the right external iliac artery. The 3.0x20 / 135 sterling balloon was inflated the first time to 14 atmospheres and burst after approximately 60 seconds. The device was successfully removed and the procedure was completed with a non-bsc product. There were no patient complications and the patient's current condition is listed as "no problems."